Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced infection at the ipg pocket site (confirmed via MRI). In turn, patient underwent surgical intervention on (B)(6) 2019 wherein the system was explanted. Reportedly, patient was hospitalized, treated with intravenous antibiotics and sent home with antibiotics.